Event description:
A diamondback coronary orbital atherectomy device (oad) was used to treat calcified lesions in the left anterior descending artery (lad) and the right coronary artery (rca) with multiple treatments in both vessels. Following treatment and stent placement in the lad, the oad was advanced to the rca. Treatment was then performed from proximal to distal on low speed. Subsequently, two additional low-speed treatments were completed to bring the crown back to the proximal rca. The proximal rca was then treated with two high-speed treatments. Treatment times did not exceed 30 seconds, and rest time was equal to treatment time. Following the second high speed treatment, a small perforation was observed in the proximal rca with a small amount of bleeding following contrast injection. There was no persistent blushing present. Due to the perforation, a femoral sheath was placed in the right groin to maintain access. The oad was removed, and guide wire exchange was performed. The rca treatment was completed with angioplasty and stent placement. A covered stent was opened to treat the perforation but was not used as the perforation was resolved through angioplasty and prior stenting. The patient was stable, alert, and well. In the opinion of the physician, the final high-speed treatment may have caused the perforation.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).